Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien reference # (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) was inoperative. There was no pt involvement.